Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication error. The fse determined the cause of the problem to be the sbc/cpu. The fse replaced the sbc/cpu to resolve the issue. During troubleshooting the fse identified a connection issue between the power supply to the workstation back plane but this did not resolve the issue so is not the cause of the issue. The fse verified system functionality. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a system malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu assembly and workstation power supply were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to boot. No patient serious injury or death was reported related to this event.